Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant procedure of a leadless implantable pulse generator (ipg), the patient was repeatedly developing asystole. When the physician deployed the leadless ipg close to the temporary pacing wire and on threshold testing of the leadless ipg, the temporary pacing wire repeatedly lost capture, where the patient developed asystole. The leadless ipg was attempted/not used and replaced in a different location, away from the temporary pacing wire. No further patient complications have been reported as a result of this event.